Manufacturer narrative:
(B)(4). De novo stress urinary incontinence occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an anterior pelvic floor prolapse procedure on an unk date. About one year post-operatively, the pt experienced de novo stress urinary incontinence. On an unk date the pt underwent a mid-urethral tape procedure for the incontinence. No additional info was provided.